Event description:
The customer reported that they lost centralized monitoring for some pts when a terminal server failed. This failure did not interrupt bed-side monitoring of the pts. Welch allyn technical support was unable to restore the connection. There was no report of any pt harm as a result of the reported event.

Manufacturer narrative:
The terminal server, which is an off-the-shelf computer item not made by welch allyn, is obsolete and beyond its stated end-of-life. The expired device will not be returned for eval. No remote communication with the product was established, and the terminal server does not have the capability of logging internal events. Consequently, no investigation of this expired and obsolete item will be performed.